Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloon were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6),2021. During the procedure, the balloon burst when the physician was dilating a biliary stricture with a 2x4 hurricane rx dilatation balloon. Reportedly, a 4x4 hurricane rx dilatation balloon was then used and a pinhole leak was noticed. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. Additional information received on august 17, 2021. The anatomy location was the common bile duct (cbd). Additionally, the first balloon was noted to burst at 11 atm.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), block d7a (sud reprocessed and reused?) And block h8 (usage of device). Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole, which confirms the reported event. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional evaluation was performed by attaching the device into an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the proximal section of the balloon. The most probable cause of the event was caused traced to device design. The balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. In june 2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use. The referenced device was manufactured prior to implementation of this solution. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloon were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2021. During the procedure, the balloon burst when the physician was dilating a biliary stricture with a 2x4 hurricane rx dilatation balloon. Reportedly, a 4x4 hurricane rx dilatation balloon was then used and a pinhole leak was noticed. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.